Event description:
It was reported that this pacemaker exhibited a rapid decrease in remaining longevity, from 10 years remaining in 2019 to 3 years remaining in 2020. Premature battery depletion was suspected and device data was submitted to technical services for review. It was also noted that the right atrial (ra) lead exhibited oversensing of noise in stored atrial tachy response (atr) episodes, with an abnormal increase in pacing impedance measurements that resulted in the lead safety switch (lss) being triggered. Technical services reviewed the available data and confirmed the device was depleting prematurely due to an unexpected increase in power consumption. Device replacement was recommended for within 90 days. Technical services also provided troubleshooting steps to evaluate the ra lead. No adverse patient effects were reported. The device and lead remain implanted and in service. Troubleshooting was performed for the ra lead. Noise and oversensing was reproduced with left arm movements in the unipolar sensing configuration, but not in bipolar. Noise was seen in both the channels when the sensing configurations were unipolar and the patient touches their right shoulder with their left arm. No out-of-range pacing impedances were observed during troubleshooting and the pacing threshold values were within normal range. Data was submitted to technical services for review. Technical services discussed the data was not conclusive to confirm a lead integrity issue; no noise was reproducible in bipolar, but there were grater than 4,000 inappropriate atr episodes stored while in the bipolar configuration. As such, the physician may want to consider replacement of the ra lead at the time of the device change out. It was reported that the device was explanted and replaced about four months later. No additional adverse patient effects were reported. The ra lead remains implanted and in service with the new device. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The device remains implanted and in service, pending a replacement procedure for suspected premature battery depletion. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations of noise, oversensing, and out-of-range pacing impedance measurements.

Manufacturer narrative:
The device remains implanted and in service, pending a replacement procedure for suspected premature battery depletion. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker exhibited a rapid decrease in remaining longevity, from 10 years remaining in 2019 to 3 years remaining in 2020. Premature battery depletion was suspected and device data was submitted to technical services for review. It was also noted that the right atrial (ra) lead exhibited oversensing of noise in stored atrial tachy response (atr) episodes, with an abnormal increase in pacing impedance measurements that resulted in the lead safety switch (lss) being triggered. Technical services reviewed the available data and confirmed the device was depleting prematurely due to an unexpected increase in power consumption. Device replacement was recommended for within 90 days. Technical services also provided troubleshooting steps to evaluate the ra lead. No adverse patient effects were reported. The device and lead remain implanted and in service. Troubleshooting was performed for the ra lead. Noise and oversensing was reproduced with left arm movements in the unipolar sensing configuration, but not in bipolar. Noise was seen in both the channels when the sensing configurations were unipolar and the patient touches their right shoulder with their left arm. No out-of-range pacing impedances were observed during troubleshooting and the pacing threshold values were within normal range. Data was submitted to technical services for review. Technical services discussed the data was not conclusive to confirm a lead integrity issue; no noise was reproducible in bipolar, but there were grater than 4,000 inappropriate atr episodes stored while in the bipolar configuration. As such, the physician may want to consider replacement of the ra lead at the time of the device change out.

Manufacturer narrative:
The device remains implanted and in service, pending a replacement procedure for suspected premature battery depletion. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker exhibited a rapid decrease in remaining longevity, from 10 years remaining in 2019 to 3 years remaining in 2020. Premature battery depletion was suspected and device data was submitted to technical services for review. It was also noted that the right atrial (ra) lead exhibited oversensing of noise in stored atrial tachy response (atr) episodes, with an abnormal increase in pacing impedance measurements that resulted in the lead safety switch (lss) being triggered. Technical services reviewed the available data and confirmed the device was depleting prematurely due to an unexpected increase in power consumption. Device replacement was recommended for within 90 days. Technical services also provided troubleshooting steps to evaluate the ra lead. No adverse patient effects were reported. The device and lead remain implanted and in service. Troubleshooting was performed for the ra lead. Noise and oversensing was reproduced with left arm movements in the unipolar sensing configuration, but not in bipolar. Noise was seen in both the channels when the sensing configurations were unipolar and the patient touches their right shoulder with their left arm. No out-of-range pacing impedances were observed during troubleshooting and the pacing threshold values were within normal range. Data was submitted to technical services for review. Technical services discussed the data was not conclusive to confirm a lead integrity issue; no noise was reproducible in bipolar, but there were grater than 4,000 inappropriate atr episodes stored while in the bipolar configuration. As such, the physician may want to consider replacement of the ra lead at the time of the device change out. It was reported that the device was explanted and replaced about four months later. No additional adverse patient effects were reported. The ra lead remains implanted and in service with the new device. The explanted device was expected to be returned for analysis.